Event description:
It was reported during biofire testing with unspecified bd bactec¿ vials (plastic) a false positive for ps aeruginosa was obtained. Confirmatory gram stain performed and ps aeruginosa did not grow in culture. Results were not reported and there was no report of patient impact.

Manufacturer narrative:
Investigation summary: customer reported a positive pseudomonas aeruginosa ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels.bd was not able to perform an investigation since neither batch number nor returned goods samples were available. Batch history records are always reviewed prior product release. Bd bactec system is designed and cleared for the qualitative culture and recovery of anaerobic/aerobic organisms from blood. Bd has no specification for use with molecular testing such as the biofire filmarray® blood culture identification bdic/bcid2 panels. While bd highlights the inherent risk of nonviable organisms in blood culture media in our package insert is stated the molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufactures¿ instructions for use. Although bd is unable to confirm the complaint, we have initiated CAPA # 2631844 to further investigate these reports and determine any appropriate actions to reduce their occurrence.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported during biofire testing with unspecified bd bactec¿ vials (plastic) a false positive for ps aeruginosa was obtained. Confirmatory gram stain performed and ps aeruginosa did not grow in culture. Results were not reported and there was no report of patient impact.